Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was changing the reservoir and received a compromised force sensor system alarm on the insulin pump. Customer stated that insulin was squirting out during the manual prime process. Customer stated that insulin continues to drip after the motor stops during the manual prime process. Customer stated that the drive support cap was flush. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker. The pump was unable to prime during the prime test due to the loose/protruded drive support disk. No compromised force sensor system alarm noted. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, displacement and self tests. Unable to perform the occlusion or no delivery tests due to the prime anomaly.